Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 109-110mg/dl fasting. Verified the strips expire 04/15/2018. Customer refused blood test. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Review meter memory; 68mg/dl (B)(6) 2015 08:00:00 am fasting: yes; 11mg/dl (B)(6) 2015 04:30:00 pm fasting: yes; lo (B)(6) 2015 05:50:00 pm fasting: yes; lo (B)(6) 2015 09:01:00 pm fasting yes; 60mg/dl (B)(6) 2015 08:05:00 am fasting yes.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction test strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 109-110mg/dl fasting. Verified the strips expire 04/15/2018. Customer refused blood test. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1:68mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 2:111mg/dl (B)(6) 2015 04:30:00 pm fasting:yes; 3:lo (B)(6) 2015 05:50:00 pm fasting:yes; 4:lo (B)(6) 2015 09:01:00 pm fasting:yes; 5:60mg/dl (B)(6) 2015 08:55:00 am fasting:yes. *new product sent as replacement. Requested alleged deficient product be returned for investigation, s/n #(B)(4), model #trueresult. Investigation required

Manufacturer narrative:
Product returned for eval on (B)(4) 2015, but eval is in progress. Internal report #(B)(4).